Event description:
It was reported that a spectrum pump did not properly infuse vasopressor, no volume had been taken from vasopressor bottle since initiation. This occurred during delivery of medicine at the intensive care unit (ICU). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4 serial number: (B)(6). The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) # correction d4 serial no: (B)(6) provided on the medwatch report is not a valid baxter serial number. The serial number is unknown. Additional information: d9, g4, h3, h6, h11. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.